Event description:
It was reported that the septic patient presented to the hospital and was admitted. Lead vegetation was suspected and the entire system was explanted on (B)(6) 2018. A temporary right ventricular lead was placed and removed on (B)(6) 2018. On (B)(6) 2018, a replacement system was implanted. The patient was stable throughout both procedures.

Event description:
New information received on 3/27/2018 indicated that the patient developed complete heart block during the system explant on (B)(6) 2018. The pulse generator was used externally during this procedure.